Event description:
A high readings issue was reported with use of the adc device. The customer received a sensor scan results of 21mmo/l and 17mmol/l that were higher than they felt. The customer experienced a loss of consciousness, but reported they were then able to self-treat with coke (soda). The customer applied a new sensor and obtained a reading of 15 mmol/l and treated with 4 units of insulin (type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.